Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Proactively replaced the central processing unit and software. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a system restart alarm, the unit was unable to mechanically ventilate. There was no report of patient involvement.